Manufacturer narrative:
Device passed the displacement test, rewind, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and delivery accuracy test. Device alarmed compromised force sensor system alarm during prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the unit and passed. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer noticed drive support cap was flushed. Customer experienced high blood glucose was 306 mg/dl. Customer advised to treat as per back up plan. Insulin pump will be returned for analysis.